Event description:
During testing at the user facility, it was noted that the device touchscreen was non responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen was non responsive. This was due to the touchscreen being out of calibration. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.